Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the thoracic lumbar spine fusion surgery was performed by using sfx adjustable type screw (p/n and lot# were unknown) on unknown date to fix lumbar and thoracic (detail location was unknown). After the primary surgery, it was reported that the removal surgery was performed due to unknown reason on (B)(6) 2019. There was less than 30 min. Surgical delay. No further information was provided by the hospital.